Event description:
It was reported that during the initial valve release of an evolut fx-34 transcatheter heart valve, infolding occurred over the entire height of the frame in the cusp overlap view. Annular calcification was observed in the left coronary cusp (lcc), along with symmetrical moderate calcification of all three leaflets. During loading, a fluoroscopic check revealed crown overlap up to node 3.5. The infold was verified in the left anterior oblique (lao) view. Computed tomography confirmed the presence of annular and leaflet calcifications. A pre-balloon aortic valvuloplasty (bav) was performed using a 24mm non-medtronic balloon. The valve was recaptured, and the valve, delivery catheter system (dcs), and capsule loading system (cls) were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012539352); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012544076); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: two media files were provided for review of the event. Fluoroscopic valve load inspection was performed. However, the image is blurry; therefore, it is difficult to validate how far the overlap reaches because the nodes are not clearly visible. Imaging shows that the valve was deployed just prior to the point of no recapture and an infold was noted. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a slight procedural delay occurred as a result of the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. No damages or anomalies were found on the frame. The valve was placed in a cold (approximate 37 celsius) saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.